Event description:
Facility reported that approximately one hour into treatment the pigtail line on the top of the arterial chamber separated from the rest of the tubing, causing an ebl of 250cc's to the patient. No intervention was required as a result of the incident, other than routine anemia management. The dialysis machine used was a fresenius 2008h, blood flow rate was 400. The device was removed and replaced and treatment continued without further incident. The sample is available for evaluation.